Event description:
It was reported the patient received at least 6 shocks due to noise, high hv impedance (vdefib and svc) > 200 ohms, high v pacing impedance > 2500 ohms, and hv lead fracture. The system was reported as being infected and there was vegatation covering the whole lead. The patient died on the same day that the lead was removed. Cause of death was requested, but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. The cause of death has been researched but has not been received. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.